Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart error. The pump alarmed during normal use. The caller confirmed that the pump had not been stored for an extended period of time. After the unexpected restart error the buttons became unresponsive. There was also another alarm before the unexpected restart error alarm but the caller could not remember which one. A crack on the battery thread was also noted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons are functioning properly however, moisture damage was found on the keypad traces. The insulin pump passed a21 error test and no a21 alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.